Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the snare was attached to cautery and wouldn't cut through the polyp. The snare was stuck around the polyp in the cecum. The snare was opened and closed and the loop was removed from the cecal polyp by increasing cautery. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.